Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the handheld and flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis; the flashcard and software performed according to functional specifications. An analysis was performed on the handheld and the reported allegation that the handheld would not respond was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
On (B)(6) 2012, the manufacturer's consultant reported that she was having problems with her handheld not responding at times. She stated that the screen was not frozen, but that the screen would not respond correctly when she used her stylus. Sometimes it would work perfectly, but other times it would not respond at all or will think she tapped the screen in a different spot then where she actually did. She performed multiple hard resets and cleaned out possible debris from the sides of the screen. On (B)(6) 2012, the consultant reported that the handheld was working again but was worried it was an intermittent problem and therefore was sending the handheld back to the manufacturer for product analysis. The handheld and the flashcard were returned to the manufacturer on (B)(6) 2012 for product analysis that has not yet been completed.